Event description:
It has been reported that AED advised shock, and prior to shock delivery patient regained consciousness. Customer concerned due to possibility of shock advised when none needed. It is unknown as to whether the AED advised, then cancelled shock due to change in ECG morphology.

Manufacturer narrative:
(B)(4): device evaluation pending. Issue reported due to customer description of deployment.